Event description:
Patient presented to physician with local wound infection at the chest incision. Physician prescribed two series of antibiotics (augmentin for 3 days followed by clindamycin for 10 days), resolving the infection.